Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that server not functional, and all stations were on critical override. The technical support specialist (tss) dialed into a workstation and attempted to ping both the application server's ip address and the idrac ip address, but both returned "destination host unreachable." It successfully brought all systems back online. Tss then dialed into all servers and validated services, messaging, bulletin, and extract, transform, load (etl)¿all systems were confirmed to be up and functioning properly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, was not functional, and all stations were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.